Event description:
Customer stated that the insulin pump alarmed no delivery. Customer noticed insulin in the reservoir compartment. The no delivery alarm happened during a bolus for a blood glucose of 280 mg/dl. The current blood glucose is 319 mg/dl. Treated with bolus. The leak is located at the bottom of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.